Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery spatula instrument has been returned and evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument fired as expected. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified, and the product is considered conforming in its current state.

Event description:
It was reported that during a da vinci-assisted multi vessel tcab surgical procedure, the permanent cautery spatula instrument smoked around the robotic arm. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.